Event description:
It was reported that balloon rupture occurred. The 75-80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during procedure, it was noted that the balloon could not cross the lesion and ruptured after it was removed. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. There was a kink in the hypotube 46.4cm from the strain relief. There was contrast and blood present in the inflation lumen and balloon. There was blood in the guidewire lumen. The balloon was loosely folded. There was a pinhole in the balloon 6mm from tip of device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located at the proximal end of the proximal markerband. There was no markerband damage detected. The device failed to inflate to rated burst pressure.

Event description:
It was reported that balloon rupture occurred. The 75-80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during procedure, it was noted that the balloon could not cross the lesion and ruptured after it was removed. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was fine.